Event description:
It was reported that an error code 157 (laser deck - attenuator not in) was prompted. It was noted that an error code 87 (if there are more than 2 bricks with swm issues, this error appears) was prompted. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that an error code 157 (laser deck - attenuator not in) was prompted. It was noted that an error code 87 (if there are more than 2 bricks with swm issues, this error appears) was prompted. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned mechanical attenuator assembly (maa) and pyro board (pb) underwent a thorough analysis. A visual inspection of the maa found that it was in overall good physical condition. The electrical connections and wires, as well as the lenses were in good condition. The arm moves up and down with no issues. A visual inspection of the pb found that it was in overall good physical condition. Electrical connections and wire were in good condition as well. The device was also serviced on-site by a field service engineer (fse) on 28oct2025. A self-test was performed by the fse. An error 157 was immediately received in the beginning of the test. The fse replaced the attenuator assy and powered on the unit. An error 87 was received, therefore the fse checked the alignment on all 4 channels and also checked the 45-degree mirrors, the servo mirror and the wedge mirror. The alignment and all the mirrors were good. The fse attempted to calibrate the pyros, but they could not ger a reading on the o scope. The fse determined that they would order a new pyro pcb and return once it is received. On 31oct2026, the fse returned with the new pyro psb, but no or's were available. The fse returned on 03nov2025 and replaced the pyro pcb. Pyro detector adjustments were completed, and calibration and offset adjustments. The fse continued with performance tests with the following results: no errors on start-up. Coolant level normal. Optical alignment was normal, aiming beam intensity was normal. They checked for leaks and found none. Measure the laser power output. All readings were within factory specs. The system was returned in working order. The reported allegation was confirmed. A risk review was completed and confirmed that the event of a delayed surgical procedure was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record review was performed, and it indicates that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.